Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump. It was reported that the expected reservoir volume was 13ml and the hcp was only able to get 3.5ml out of the pump. The low reservoir alarm date was (B)(6) 2025. The last refill date was (B)(6) 2025. It had been 23 days since the last fill. The hcp tried to fill the 40ml pump but was only able to get 33ml in. Technical services suggested they take the drug back out and see if they could get more than 33ml out. The medication was at a concentration of 2362.4mcg/day, a dose of 2362.4mcg/day, and a flow rate of "1.181".

Event description:
Additional information received from the healthcare provider (hcp) indicated that they believed that the cause of the aspiration/filling issues was that the needle wasn¿t all the way to the back of the reservoir and they did not take out enough of the medication from the pump. The patient went back early for a refill last week and the amounts were accurate and the refill went as expected. It was noted that the patient went in every 28 days for a refill. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.